Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) went into backup mode following a magnetic resonance imaging (MRI) scan in which device MRI settings were not enabled prior to exam. While in backup mode, the device did not have high voltage (hv) capacity. The device was reprogrammed and able to be successfully restored back to normal function. The patient was stable.